Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report#1627487-2018-02310. Reference MFR report#1627487-2018-02315. It was reported that the physician suspected a cerebrospinal fluid (csf) leak occured as the patient experienced headache following the implant of 3 drg leads. Patient was admitted to the hospital for overnight observation and a blood patch was performed and the headache resolved. Physician later indicated a csf leak did not occur.